Event description:
A report was received that the patient's skin was painful to touch, and it was everywhere. The patient also had muscle spasms. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's skin was painful to touch, and it was everywhere. The patient also had muscle spasms. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician believed that the pain and muscle spasms were due to lead migration. The patient underwent a lead revision wherein the lead was replaced with a new one per physician's preference. The patient was reportedly doing well following the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.